Event description:
Reportedly, no continuous cardiac output measurement was available. No pt complication were reported.

Manufacturer narrative:
The device was returned and evaluated. Customer report was not able to verify. Catheter was completely broken at two different locations, 3cm and 100cm proximal from distal tip. The tip section was also missing from the unit. Customer report was not able to verify due to damaged catheter.